Manufacturer narrative:
The product was not returned. The literature report did not provide a lot number or any identification traceable to the manufacturing documentation. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A root cause could not be determined for the reported complaint. This complaint was opened from a literature article: the effect of three different acrylic intraocular lenses on the glistening formation. The manufacturer internal reference number is: (B)(4).

Event description:
In a journal article, the physician reported that following cataract surgery with intraocular lens (iol) implantation, 15 patient's had glistenings and 3 patient's had glare. A health care professional published original article with a purpose to determine the incidence of glistening formation after the implantation of three different acrylic iols during the two-year follow-up period. Over two years after phacoemulsification, glistening was graded according to the iol: 5 patients (16.1%) had grade I, 7 patients (22.6%) had grade ii, and 5 patients (16.1%) had grade iii. There are two medical reports associated with same event. This file is 2 of 2. Literature citation: todorovic d, sreckovic s, petrovic n, resan m, damjanovic g, todorovic ¿, ¿arenac vulovic t. The effect of three different acrylic intraocular lenses on the glistening formation. Vojnosanit pregl. 2025;82(1):37-45. Doi:10.2298/vsp231208087t.